Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the stylus and the cursor were not aligned. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display required calibration or replacement. The programmer was returned for service. There was no patient involvement.